Event description:
Customer reported via phone call to have received a radio frequency pic failed self-test and a sensor failed alarm. Customer's blood glucose was 121 mg/dl. Troubleshooting was performed and insulin pump passed self-test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms were noted during testing. The pump passed the self test. However, the pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.